Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A review of medical records by the post market surveillance department revealed that the patient underwent a herniorrhaphy on (B)(6) 2014, due to a small umbilical hernia.